Event description:
It was reported that the stent delivery system was prepared per instructions for use, without issue. After lesion pre-dilatation with a non-abbott balloon (2.5x15mm one inflation, unknown atmospheres), the xience xpedition stent delivery system was advanced with some resistance to the previously stented, restenosed, heavily calcified and diffusely calcified lesion in the proximal left anterior descending artery. Once at the lesion, negative was pulled and blood was seen in the line. The device was removed without issue. Another 2.5x23mm xience xpedition was used without issue to treat the lesion. There was no adverse patient sequela and no clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: stent attempted to be implanted in previously stented restenosed lesion. The complaint device was returned and the balloon tear was confirmed via returned device analysis. The reported physical resistance/difficulty crossing the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot that could have contributed to this complaint and a review of the complaint history did not indicate a manufacturing issue. It should be noted that the xience xpedition instructions for use states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The IFU also states: safety and effectiveness of the xience xpedition stent have not been established for subject populations with previously stented lesions. Based on the information reviewed, there is no indication of a product deficiency.